Event description:
It was reported that an incident occurred with the flexible cryoprobe during a robotic biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided) and an ion robot. No other information was provided regarding any other accessory used. The unit's settings were effect 1, 58 bar. It was reported that the cryoprobe "exploded." It was noted that the "catheter was not in the patient." Per the report, the sound "was louder than a gunshot" and the tube "is split where it exploded." There was no report of any injury to the staff or patient. The facility submitted a medwatch report (number: mw5181115) to the agency and then the report was forwarded to erbe on 01/20/2026.

Manufacturer narrative:
The involved cryoprobe has not been returned to erbe for an evaluation. However, the reported information is indicative of the failure mode erbe is aware of that the device malfunction was caused by insufficient glue application between the connector and clear the plastic tubing. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause of the event besides the manufacturing defect, a follow-up report will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue.